Manufacturer narrative:
A review of the complaint history for SN (b)(6)was performed in Salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the Device History Record (DHR) for serial number (b)(6), covering the manufacturing period beginning on 08MAY2025, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue.The reported condition of MedStation not powering on was confirmed by FSE and subsequently confirmed in the DCHU testing and inspection process. According to Work Order (WO) (b)(4), the Field Service Engineer (FSE) replaced main drawer 5 HH and performed operational verification, confirming that the equipment was functioning as expected. During DCHU Visual Inspection: P/N 361054-01: External visual inspection of the received Assembly Smart HH Cubie Drawer was conducted. No visible damage was found during the inspection. P/N 151622-01 (S/N (b)(6)): The part was received with no damage, no fluid ingress and no missing components. P/N 151630-01 (S/N (b)(6)): The part was received with no damage, no fluid ingress and no missing components. During DCHU Testing: P/N 361054-01: The drawer was placed on a test bench and manually opened; it operated smoothly, with no issues observed in the slide rails. Upon inspection, the Cubie trays and row board cable were found to be completely disassembled. A DCHU Lab digital multimeter (DMM) was used to assess the condition of the PMC and drawer controller boards. A thorough examination revealed that Fuse F201 on the PMC was blown. No irregularities were observed on the drawer controller boards. Due to the returned condition of the drawer and the blown fuse on the PMC, no further testing could be performed. P/N 151622-01 (S/N (b)(6)): The PCBA DWR CNTLR v1.10/v1 passed the DMM test and HTA without any issue. P/N 151630-01 (S/N (b)(6)): The PCBA PMC v1.06/v0.09BL HH passed the DMM test and HTA without any issue. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: A probable cause for the reported MedStation powering off is attributed to excessive current on the drawer Pyxibus Controllers and PMC boards, which likely triggered the MedStation power supplys protection circuit, resulting in the station shutting down.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES failed to turn on.The customer attempted to reboot the station and tried to connect to a different outlet, but the issue persisted.As per part investigation, it was determined that excessive current on the drawer Pyxibus Controllers and PMC boards.There were no adverse events or injuries reported based on this event.